Event description:
A malfunction was reported. There was no adverse impact on the customer's blood glucose level. The customer was assisted by technical support to reset the pump, and the issue did not recur after resetting. The customer was advised to continue using the pump and to call back if the malfunction code recurred, which the customer acknowledged and understood.